Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for erroneous results with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported after use of the bd vacutainer® barricor¿ lh plasma blood collection tubes the customer stated the ¿they had received unexpected high potassium levels (outside the reference ranges for bd barricor), with 3 different patients, when using bd barricor. When they saw the high potassium levels, they then re-tested on sstii and the results were within the normal ranges set for sstii. In all 3 circumstances (and with the repeat sstii samples), blood was collected into the bd barricor tubes from a cannula directly after initial insertion (no discard tubes were used). Nothing unusual was reported ¿ the only common link between all 3 patients is that all 3 were on cardiac medication. The laboratory were not aware of this reported high potassium with bd barricor versus sstii.¿ there was no report of injury or further medical intervention.